Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, universal surgical manipulator (usm) 2 was not registering the instruments. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had reseated the sterile adapter, replaced the drape and power cycled the system with no change. The customer was proceeding with usms 1, 3 and 4. An isi technical support engineer (tse) recommended the customer to exercise the presence pins on usm 2. The reporter found that the back right presence pin was stuck. The reporter exercised the pin and reported that the pin released. The customer did not install any instruments on usm 2 while on the call. The procedure was delayed for less than 15 minutes and completing as planned with no report of patient injury. Later, the customer called back and stated that the issue persisted after the procedure. They had used several instruments during their testing with no change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis is still ongoing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in remote fe, the 282 error was found indicating faults on the carriage presence pins, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the instrument recognition failures were triggered indicating fault on the carriage, replicating the reported event. The usm was then installed onto a pftp where carriage switches was found to be failing on the carriage. Once testing was completed, the carriage presence pins were aba tested and was verified to be the sour of the fault.